Event description:
In an article titled "kyphoplasty in patients with multiple myeloma a retrospective comparative pilot study" , a retrospective study of 73 myeloma patients compares clinical and radiomorphological outcomes up to 2 years after additional kyphoplasty, radiation therapy or systemic treatment only. The following was reported in the results. -in the kyphoplasty treated patients cement leakages occurred in 34 of 111 vertebral bodies (30.6%). Most leakages were minor (<(><<)>5 mm protruding out of vertebral body), 7 were located ventral (6.3%), 14 lateral (12.6%), 10 dorsal (9.0%) and 3 (2.7%) in direction of the adjacent vertebral disc. All leakages were asymptomatic. No further information was reported.

Manufacturer narrative:
(B)(6). Report source: article titled "kyphoplasty in patients with multiple myeloma a retrospective comparative pilot study", by christian kasperk, md, phd, andreas haas, md, jens hillengass, md, christel weiss, phd, kai neben, md, phd, hartmut goldschmidt, md, phd, ulrike sommer, ms, peter nawroth, md, phd, peter-ju¨ rgen meeder, md, phd, bernd wiedenho¨ fer, md, phd, gerhard schmidmaier, md, phd, michael tanner, md, dirk neuhof, md, phd, gerd no¨ ldge, md, phd, and ingo a. Grafe, md. Eval method: follow-up with author events reported in this article are reported in MFR report# 2953769-2011-00140 and 2953769-2011-00141.